Manufacturer narrative:
The investigation determined that reproducible, higher than expected troponin I es results were obtained from a calibrator level tested as an unknown fluid on a vitros 5600 integrated system. A definitive assignable cause cannot be determined. However, a suboptimal calibration cannot be ruled out as a contributing factor. Vitros precision testing was within the acceptable guidelines, therefore, an instrument issue was not a contributing factor. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained reproducible, higher than expected troponin I es results from a calibrator level tested as an unknown fluid on a vitros 5600 integrated system. Calibrator l1 vitros tropi es results of 0.96 and 1.0 ng/ml versus expected 0.001 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected results were obtained during the initial vitros system install, and therefore, there are no patient sample results reported using this instrument. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).